Manufacturer narrative:
Patient information was unavailable. A site representative reported that some of the 2d images appeared gray when acquired. Other images were able to be acquired without any issues and the imaging system was used to complete the spine procedure. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date. During the onsite inspection, the medtronic representative reported that excessive wear on the pendant was causing the contrast setting to go low automatically. The medtronic representative changed the pendant. The replaced pendant was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis it was confirmed that there was excessive wear on the pendant. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that some of the 2d images appeared gray when acquired. Other images were able to be acquired without any issues and the imaging system was used to complete the spine procedure. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date.